Event description:
It was reported that the patient presented in clinic. It was discovered that the right ventricular (rv) lead was exhibiting high pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient was discharged.